Manufacturer narrative:
(B)(4). Batch # n54c72. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the firing for the creation of the common channel for the gastrojeujeunostomy the device closed but would not fire. It was being performed with a blue reload, and it was the third time the device was used in the procedure. The device was rinsed in between each firing. The device appeared to be locked out as the firing handle would not move. The blue reload was kept within the device for review. The case was completed with a new like device and a new blue reload. The gastrojeujeunostomy firing was completed without fail. There were no patient consequences reported.